Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the clip could not snap into the stimloc base. The cause was unknown. The product was discarded and replaced with another stimloc, which resolved the issue.